Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had a lead migration after a fall. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the migrated lead was explanted and replaced. Therapy was restored post-op.